Event description:
It was reported that the insulin pump alarmed button error during bolus delivery. The customer's blood glucose was 180 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.